Manufacturer narrative:
The technician installed a new detent assembly to repair the bed.

Event description:
The account alleged that the detent housing in the detent mechanism broke in two which caused the brakes to not hold.